Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and verified that the device would not power on with ac power only. The device was still able to power on with dc power. After replacing power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and confirmed that a shorted transistor on the eos is causing the issue of no ac operation and no dc battery charge. The technician was unable to replicate the issue of no dc operation during testing the power pcb assembly.

Event description:
The customer contacted stryker to report that their device failed to power on. In this state the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.